Event description:
It was reported that pump displayed malfunction alarm code 9. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by customer administered correction injection using multiple daily injections, and there was no reported need for third-party medical assistance. Technical support provided instructions to reset pump, assisted customer with reset, confirmed malfunction did not recur after reset, and advised customer to continue using pump and to call back if any malfunction code returned.